Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that their bladder has not been functioning properly for the past couple of months. The patient said that they kept turning their stimulation up and it would seem to work for a little while but then it quit working. The patient mentioned that they were in program 4 and saw a "limit reached" message probably last week and then yesterday they saw a message that said, "low battery, internal device battery is low, contact your clinician." The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient said that they did see the managing physician on (B)(6) and were told to contact the local medtronic rep. The patient said that since sometime in november, they started to notice a return of symptoms and is now getting up 5-7 times to urinate. Reviewed the meaning of the previous screen and explained that once the internal battery is low, it will deplete more quickly. The patient said they took pictures of the screen however wasn't able to find them during the call. When asked, the patient attempted to connect; the patient said that usually it takes "forever to connect." The patient only received the device-not-responding screen. Redirected patient to discuss replacement options with their managing physician. The patient also mentioned that phone isn't holding a charge that will deplete in 1-2 days. The agent explained that if the phone isn't manually powered off, it will deplete in 1-2 days. When asked, patient said that the last time they connected patient was on program 5 at 7.0. Additional information was received from a manufacturer representative (rep). Reviewed pictures sent by the patient; the all data has been lost screen and sent an email to field staff to request that they follow up to schedule an appointment to see the patient at their managing physician's office for device check and reprogramming session. An outbound call was made to the patient; however, no one answered, so an voicemail was left for the patient. The rep stated that they think it is dead and the patient is having accidents and basically cannot sleep.